Manufacturer narrative:
The insulin pump was received with a scrambled display and unexpected blank display during button press due to a cold solder joint on the lcd connector. No physical damage noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that she put a new battery into the insulin pump but the display is blank despite the light coming on. The customer's blood glucose at the time of incident was 109 mg/dl. Troubleshooting was initiated for the blank display, but the display anomaly could not be resolved. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.